Event description:
The revision surgery was performed due to metallosis at the trunnion part between stem and head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided, ¿the revision surgery was performed due to metallosis at the trunnion part between stem and head." The product was not returned to depuy synthes, however photos were provided for review. See attachment ¿(B)(4) x-ray films ad 13 sept 2023', (B)(4) x-ray films ad 13 sept 2023.jpg - 1', (B)(4) device photo 13 sept 2023.jpg -1', and (B)(4) device photo 13 sept 2023'. The photos taken immediately post op revision shows an explanted femoral stem with a v40 taper. No explant photos of the adept head were shown. The adept modular head v40 taper is a legacy discontinued product line manufactured by finsbury orthopedics and distributed by stryker, whereas, the femoral stem, shown in the photo, is a competitor product with a compatible v40 taper per the finsbury IFU appendix c rev. 1. The competitor stem taper feature appears severely damaged likely due to extraction. No signs of metallosis could be confirmed. No further photo analysis of the competitor stem will be conducted as it is not a depuy synthes device. An x-ray image taken pre-revision was also provided, and the review found the adept head and competitor stem were disassociated. No additional observations of implant fracture or other product nonconformance could be found from the available x-ray image. Since the device was not returned, a dimensional inspection cannot be performed. Metallosis was not observed from the provided photos, however, evidence of implant disassociation between the head and competitor stem was found per the x-ray review. Based on the investigation findings, the potential cause could not be established and no corrective and/or preventative action is proposed. The adept femoral head is a discontinued legacy product and there is no indication that a design or manufacturing issue would have caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed. D4: UDI/gtin marked for exclusion. Product is no longer marketed. G4: 510k is unavailable as product has been obsoleted. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.